Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension in 1998. Concomitant products included alprazolam (xanax) from 2010 to 2014 and buspirone hydrochloride (buspar) since 2010 for depression and anxiety, ibuprofen for migraine and headache, ondansetron (zofran) for nausea, cyclobenzaprine hydrochloride (flexeril) from 2010 to 2014, tramadol from 2010 to 2014 and vicodin (lortab) from 2010 to 2014 for pelvic pain and antibiotics for vaginal discharge. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression") and anxiety ("anxiety"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain, abdominal pain and abdominal pain upper, genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection twice") with vaginal discharge, arthralgia ("hips pain") and muscle spasms ("spasms"). The patient was treated with surgery (had surgery to remove the essure implant, hysterectomy (full), oophorectomy, salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, vaginal infection, migraine and headache outcome was unknown, the genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, dysmenorrhoea, nausea, arthralgia and muscle spasms had resolved, the alopecia had not resolved and the depression and anxiety was resolving. The reporter considered alopecia, anxiety, arthralgia, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, nausea, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient need for additional surgery, she had surgery to remove the essure implant on (B)(6), 2010 and (B)(6), 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), hair loss, infection (bladder/ urinary tract/vaginal) type: vaginal infection twice, migraines / headaches, nausea, psychological or psychiatric problems condition: depression and anxiety, vaginal discharge, hips pain, stomatch pain, spasms. Lot number, historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure (batch no. 619695) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension in 1998. Concomitant products included alprazolam (xanax) from 2010 to 2014 and buspirone hydrochloride (buspar) since 2010 for depression and anxiety, ibuprofen for migraine and headache, ondansetron (zofran) for nausea, cyclobenzaprine hydrochloride (flexeril) from 2010 to 2014, tramadol from 2010 to 2014 and vicodin (lortab) from 2010 to 2014 for pelvic pain and antibiotics for vaginal discharge. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression") and anxiety ("anxiety"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain, abdominal pain and abdominal pain upper, genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection twice") with vaginal discharge, arthralgia ("hips pain") and muscle spasms ("spasms"). The patient was treated with surgery (had surgery to remove the essure implant, hysterectomy (full), oophorectomy, salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, vaginal infection, migraine and headache outcome was unknown, the genital haemorrhage, fatigue, vaginal haemorrhage, menorrhagia, dysmenorrhoea, nausea, arthralgia and muscle spasms had resolved, the alopecia had not resolved and the depression and anxiety was resolving. The reporter considered alopecia, anxiety, arthralgia, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, nausea, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient need for additional surgery, she had surgery to remove the essure implant on (B)(6) 2010 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage and fatigue outcome was unknown. The reporter considered device dislocation, fatigue and genital haemorrhage to be related to essure. The reporter commented: patient need for additional surgery, she had surgery to remove the essure implant on (B)(6) 2010 and (B)(6) 2012. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.